Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as sores like boils on the patient's back under the right te pad and on the lower back. There was no alleged device malfunction. The patient's physician prescribed (B)(6) antibiotic. The patient's irritation was reported as improving.